Event description:
This patient was admitted for coronary intervention. An unk cypher stent was implanted in the lad. Months later, the patient was re-admitted for angiography which revealed a persistent restenosis of the cypher stent into the diagonal branch. This was treated with kissing balloon angioplasty.

Manufacturer narrative:
Add'l info has been requested and is pending. Any add'l info will be submitted within 30 days of receipt. This is one of two reports submitted for related events that occurred in one patient. Please reference MFR report#s: 9616099-2007-02607 and 3003742446-2007-00419.